Event description:
It was reported by the customer that medication spurted around the needle connection and into her eyes and face. She had to go to the eye wash station which resolved the issue. On a separate occasion, the syringe came apart from the needle when removing the syringe after administering the shot and the needle stayed in the arm and was manually removed. No information was received regarding any serious injury as a result of these reported issues.